Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to confirm the reported problem. The downstream occlusion seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was peeling off. There was no patient involvement.